Event description:
It was reported that the procedure was to treat the mildly tortuous, heavily calcified, concentric, 99% stenosed, de novo lesion in the mid left anterior descending artery. Direct stenting was attempted but the stent delivery system failed to cross. The nc trek 3.0 x 20 mm balloon catheter was used for dilatation and when the balloon was inflated for the first time, it ruptured at 14 atmospheres. The lesion was further dilated with a non-abbott balloon catheter and a stent was deployed. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.